Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Dentist office was complaining that the bristles were falling out of the gum brand technique deep clean toothbrush.